Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that stent thrombosis occurred in the previously implanted study stents located in the right coronary artery (rca).

Event description:
Same case as MDR ID 2134265-2014-07470, 2134265-2014-07469. (B)(4). It was reported that myocardial infarction (mi) and in-stent restenosis (isr) occurred. In (B)(6) 2013, the patient presented due to mi and was referred for cardiac catheterization. Subsequently, coronary angiography and index procedure were performed. The target lesion #1 was located in proximal right coronary artery (rca) with 100% isr of a previously placed unspecified stent and was 30 mm long with a reference vessel diameter of 3.5 mm. The lesion was treated with pre-dilatation, thrombectomy and placement of two 3.00 x 24 mm promus element¿ plus stents in an overlapping manner. Following post-dilatation residual stenosis was 0%. The target lesion # 2 was located in the mid rca with 99% isr of a previously placed unspecified stent and was 20 mm long with a reference vessel diameter of 3.5 mm. It was treated with pre-dilatation, thrombectomy and placement of a 3.00 x 12mm promus element¿ plus stent in overlapping manner with the study stent placed in proximal rca. Following post-dilatation residual stenosis was 0%. Two days post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient presented due to chest pain and was hospitalized. Elevated cardiac enzyme values were noted. Electrocardiogram (ECG) revealed inferior mi and cardiac catheterization was recommended. Coronary angiography was performed and revealed 100% occlusion from proximal to distal rca. The 100% isr of previously placed study stents located in proximal rca to mid rca was treated with balloon angioplasty with 0% residual stenosis. Three days post procedure, the patient was discharged on aspirin and prasugrel.